Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6) revealed that "recharger problem, cannot continue, call medtronic" message was seen. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that last night he tried to charge the ins - pt got an error message system problem rm03 cannot continue reported - and recharger problem cannot continue multiple times. The pt did try to do a reset of the controller and that did work for a minute but then he got the message again. The pt verified there is no visible damage to the recharger (rtm) plug or cord. The pt verified there is no damage to the pins in the controller port. The pt stated the rtm paddle gets warm during recharge and the box on the cord gets warm sometimes. It was reported the recharger (rtm) cord arrived and he tried to connect but he still was not able to charge the ins battery. Pt stated that he had reset the li battery one time before - pt stated the screen seemed to get stuck on 'checking recharge quality". Pt then verified he is connected and charging the ins with excellent charge quality. The controller is 100% and the ins is in the red, and the issue was resolved with troubleshooting. They later reported that he is seeing the circle spinning on the screen when he is trying to connect to charge the ins battery, and it never connects to charge the implant. They stated that he has tried to remove /replace the li battery - pt verified that he has tried to disconnect and reconnect the rtm cord as well.